Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately in (B)(6) 2022.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg swapped procedure and doing well post operatively. The explanted device was retained at the facility.